Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt reported that yesterday when they tried to change intensity on their therapy they got settings not available cannot provide your desired intensity settings. Pt confirmed that they're able to decrease but unable to increase. Pt also mentioned that they tried to reset the controller, but that did not resolve their problem. Agent had pt checked other therapy group and pt confirmed that they're using group a but both groups a <(>&<)> b did not allow them to increase intensity. Pt mentioned the controller was at 100% and implant was at 90%. Agent provided information to pt and redirected pt to their managing hcp and manufacturing representative. Pt asked if the physician would need to just need to scan or replace the implant. No symptoms were reported. Additional information from the patient indicated that according to the rep, one of the electrodes wasn't working on one side. The rep was able to get the last electrode to work, but was told not to intensify the settings so it wouldn't happen again. No further action has been planned. The patient feels they have a bad strong of electrodes, and was told a little is better than none. The patient indicated that the rep "fixed it."